Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after experiencing a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation the shock was determined to be inappropriately administered due to t wave oversensing as a result of low r wave amplitude. At that time the sensing vector was reprogrammed. The doctor suggested a medication to the patient, but did not prescribe because the patient refused. A few months later the patient reported to the emergency room after experiencing another shock. Interrogation determined the shock was inappropriate due to t wave oversensing similar to the previous episode. It was noted that the patient was under tension at the time of the shock. Further programming considerations were discussed. The s-ICD remains in service and no adverse patient effects were reported.